Event description:
Device malfunction exchange sheath detached. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procure. Reportedly, during the thumb advancer sheath splitting stage, the exchange sheath detached from the clip applier and could not be reattached. The device was removed and manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned of revaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.